Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced uncomfortable sensations in their back when therapy was enabled using their t10 lead. The sensation disappeared when the lead was not in use, but the therapy wasn't effective. In turn, the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was confirmed. The reported issue of ¿uncomfortable sensation with one of the leads¿ was not confirmed. The event details stated that the lead in question t10 was the lead that was triggering the ¿pulling sensation¿ and that it was turned off in order to see if the sensation went away. However, patient then stated that the ¿therapy was not effective¿ and wanted the system removed. Analysis of the returned 90a lead found it failed end to end continuity; all channels read open. Microscopic inspection of the lead body did not identify any broken wires; since no broken wires were observed the opens are consistent with an electrical open at the contact. The report of ¿ineffective therapy¿ was confirmed.